Event description:
It was reported, the patient's ((B)(6)) ipg is stopping intermittently. The reported issue resulted in the return of the patient's dystonia symptoms. Surgical intervention was undertaken to replace the patient's ipg. No further complications have been reported.

Manufacturer narrative:
This device is not marketed/approved in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.